Event description:
The customer reported to the philips response center (rc) that the heartstart xl + ready for use indicator (rfu) was displaying a red x with a chirp. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.